Manufacturer narrative:
Concomitant products: dtpa2d4 crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath and the right ventricular (rv) lead triggered an impedance warning. The rv lead remains in use. No further patient complications have been reported as a result of this event.